Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided the caller with information on how to reset the pump and assisted in the process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if any issues arose again.